Manufacturer narrative:
Mdrs 2517506-2019-00091, 2517506-2019-00092, 2517506-2019-00093 were also filed for the same event. The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on the dimension exl 200 system s/n (B)(4). Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Hsc investigation indicates a patient specific interference causing a slightly elevated hcg result when compared to alternate methodologies. Per the instructions for use for the hcg assay on the dimension exl system: "patient samples may contain human heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. The result was reported to the physician(s). The result was questioned at a later date when a new sample was reprocessed with two alternate methodologies and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated hcg result.